Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain post essure') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included social alcohol drinker, radical mastectomy, hysterectomy and radical mastectomy. On (B)(6) 2011: previous abnormal electrocardiogram in december. Concurrent conditions included pain in elbow, rash scaly, fungal rash, itchy, tendinitis, gastroenteritis viral, diarrhea, nausea, weight increased, type I diabetes mellitus, hypertension, carpal tunnel syndrome, common migraine, dizziness, insomnia, fatigue, obesity, chronic lumbago, nasal congestion, runny nose, sinus pain, sinus pressure, throat irritation, dry cough, facial pain, facial pain, general malaise, swollen lymph nodes, acute maxillary sinusitis, prehypertension, sexually transmitted disease, osteoarthritis, r sciatica, adnexa uteri tenderness, ovarian cyst, meniscus tear of knee, premenopause, generalized joint pain, meniscus injury, rhinorrhea, dizziness, benign paroxysmal positional vertigo, menopausal disorder, uterine fibroids, chronic cervicitis, headache, vaginitis, constipation, morbid obesity, pain in extremity, arthralgia and sleep disorder. Family history included colon cancer (father). Concomitant products included ibuprofen for joint pain as well as cefuroxime axetil, clotrimazole (lotrimin), cyclobenzaprine hydrochloride (cyclobenzaprine hcl), fluticasone propionate, levonorgestrel (mirena), methylprednisolone (medrol), naproxen, oxycodone hydrochloride;paracetamol (percocet), phentermine, phentermine hydrochloride, tramadol hydrochloride and zolpidem tartrate (ambien). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (on (B)(6) 2018- total robotic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 26-sep-2018: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy: cervix; chronic cervicitis. Negative for atypia dysplasia or malignancy. Uterus: endometrium proliferative. Myometrium leiomyomata (up to 2 cm in diameter). Fallopian tubes: unremarkable, right fallopian tube with para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain post essure') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included social alcohol drinker, radical mastectomy, hysterectomy and radical mastectomy. On (B)(6) 2011: previous abnormal electrocardiogram in (B)(6). Concurrent conditions included pain in elbow, rash scaly, fungal rash, itchy, tendinitis, gastroenteritis viral, diarrhea, nausea, weight increased, type I diabetes mellitus, hypertension, carpal tunnel syndrome, common migraine, dizziness, insomnia, fatigue, obesity, chronic lumbago, nasal congestion, runny nose, sinus pain, sinus pressure, throat irritation, dry cough, facial pain, facial pain, general malaise, swollen lymph nodes, acute maxillary sinusitis, prehypertension, sexually transmitted disease, osteoarthritis, r sciatica, adnexa uteri tenderness, ovarian cyst, meniscus tear of knee, premenopause, generalized joint pain, meniscus injury, rhinorrhea, dizziness, benign paroxysmal positional vertigo, menopausal disorder, uterine fibroids, chronic cervicitis, headache, vaginitis, constipation, morbid obesity, pain in extremity, arthralgia and sleep disorder. Family history included colon cancer (father). Concomitant products included ibuprofen for joint pain as well as cefuroxime, clotrimazole (lotrimin), cyclobenzaprine hydrochloride (cyclobenzaprine hcl), fluticasone propionate, levonorgestrel (mirena), methylprednisolone (medrol), naproxen, oxycodone hydrochloride; paracetamol (percocet), phentermine, phentermine hydrochloride, tramadol hydrochloride and zolpidem tartrate. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (on (B)(6) 2018- total robotic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy: cervix; chronic cervicitis. Negative for atypia dysplasia or malignancy. Uterus: endometrium proliferative. Myometrium leiomyomata (up to 2 cm in diameter). Fallopian tubes: unremarkable, right fallopian tube with para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, dysmenorrhea. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.